Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was oversensed and resulted in pacing inhibition. Asystole was noted for greater than two seconds and the patient experienced a syncopal episode. It was also reported the patient experienced a seizure and head injury due to the asystole. It was determined the lead was fractured due to clavicular crush. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.